Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release. H3 other text : not returned to manufacture.

Event description:
The reporter called on behalf of her 15 year old daughter. Upon removal of a tampon, she experienced the string separating from the pledget. The daughter had a gynecologist remove the pledget from her vaginal cavity. She did not experience any adverse health effects.